Event description:
It was reported that during a laparoscopic low anterior resection, the blade was broken soon. Fragments were removed from the patient with a forceps. The device did not touch forceps nor clips. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Additional information the device was returned with the distal tip of the blade broken off and not returned with the device. The remaining blade portion was scratched - evidence of contact with metal in or out of the operative field. The device was activated with the generator and an error code 5 was displayed. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade "lockout" later in the procedure, and continued usage can result in a broken blade

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information:multiple request for return of device have been made but no device has been returned.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.